Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2019-13185, 2938836-2019-13187 it was reported that infection and pocket erosion were observed. The lead was visible through the opening of the pocket. The device system was explanted. The patient was stable.